Event description:
It was reported that the device was repositioned due to twiddlers syndrome. During dft testing patient could not be rescued. After external shock to rescue patient, device was not able to be interrogated. Device was explanted and replaced. Patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an inability to interrogate the device was confirmed in the laboratory and was caused by a low battery voltage. The device was tested on the bench and the low battery voltage was found to be due to high current. The cause of the high current was anomalous components on the hybrid.